Event description:
No new information.

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No troubleshooting notes: rob069- mps reported inclination and offset incorrect in multiple cases work performed: cleaned cables and camera, performed pre surgery checks. Rio passed all required testing, rio is cleared for clinical use work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob069 was inspected with no reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Mps reported inclination and offset incorrect in multiple cases.